Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dust was observed on the inner lumen of the hemopro dissection tip. The image resolution was not clear until the dissection tip was removed and the inner lumen was cleaned. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance reported in the lot history. (B)(4).